Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a rise in left ventricular thresholds and loss of left ventricular capture had occurred. The pacing configuration was adjusted.